Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1284868) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that some time "around august" she received an ER-3 message on the display of her adc blood glucose meter. Customer further reported that due to this she could not test and subsequently felt faint and experienced dizziness. Customer denied experiencing a loss of consciousness. Customer self-treated with a candy bar and then self-presented to a local healthcare facility. Customer was diagnosed with hypoglycemia and treated with a medication, which she can no longer remember the name of. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the actual medical event occurred. (B)(4). All pertinent information available to abbott diabetes care has been submitted.